Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Correction number: 2531779-03/24/2010-003-r.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump was returned to animas for evaluation. During testing, the load step did not detect the cartridge and dispensed fluid emitting a "no cartridge detected" warning. The pump was opened and the force sensor was found to be out of calibration and the force sensor assembly was found to be physically damaged. Unrelated to the complaint, the display screen was found to be dim with a red tint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reports the pump dispensed insulin during the load cartridge phase.